Event description:
A passeo-18 balloon catheter was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the mildly tortuous ostial renal artery. After dilatation of the passeo-18 balloon catheter, the balloon was blocked and got stuck together with the guidewire. Thus, both devices had to be withdrawn at the same time, but the access got lost and therefore, the operation time was extended for 60 minutes.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the guidewire used in the intervention separately. A fragment of the distal polymer radiopaque coating of the guidewire was stuck in the guidewire lumen and could be removed. The guidewire was stuck due to an unknown reason. The separation of the distal polymer radiopaque coating was most likely caused during removal of the guidewire from the complaint instrument. The provided images did not contain further information regarding the root cause of the complaint event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection a 100 percent control of the guidewire lumen viability is performed. The complaint instrument successfully passed this test. Based on the conducted investigations, no manufacturing or material related root cause could be determined.